Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite following troubleshooting steps and using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.